Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the tip of the outer sheath of the device was torn; however; device evaluation found the sheath was broken at the joint between the sheath and the funnel. Per the legal manufacturer, this issue of the sheath and funnel broken at the joint is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the tip of the outer sheath of the device was torn at the start of the procedure (an unspecified procedure). The device was not used on patient. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.